Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, part of the silicone in the housing tore off and fell into pt. They beleive all of it was retrieved. Unk how the case was completed. There was no consequence to the pt.